Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 4; cat# 5521-b-400; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Customer reported that they opened a size 4 triathlon primary tibial baseplate (item code: 5520-b-400), but inside it was a size 4 triathlon universal baseplate (item code: 5521-b-400). They had more stock on consignment so were able to complete the surgery safely with the correct implant.